Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
New information was received that the device was explanted two and a half months later. The physician alleged that the device's battery depleted earlier than expected. No adverse patient effects were reported from the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted technical services and stated she heard beeping tones. Subsequent information from the clinician indicates that this device declared a battery status of elective replacement indicator (eri) after experiencing two consecutive charge times that were outside of the extended charge time limit for the device. The device remains implanted and no adverse patient effects were reported.